Event description:
Customer reported the alarm has intermittent power. The batteries were replaced with a new supply. The battery door closes properly. There is no visible damage to the outside of the alarm. The battery spring contacts are not bent or missing. There was no patient incident or injust reported.

Manufacturer narrative:
(B)(4): evaluation of the returned alarm shows the unit did not power up. Although no intermittency was detected during the evalaution; one of the battery springs is bent, which may cause intermittent power. Note: posey instructions for use warning statement: the posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed for use. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a patient and each time before leaving the patient unattended. (B)(4).